Event description:
N/a.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient , the cardiosave intra-aortic balloon pump (iabp) had a gas loss alarm. The unit was swapped out to another. There was no patient harm reported.

Manufacturer narrative:
Updated fields: b4, d9(device available for eval), g3, g6, h2, h3, h4, h6(investigation type, investigation findings & investigation conclusions), h10. A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and onsite verified the logs there was a gas loss alarm. Performed a pneumatic leak check and had no failures. Ran unit for an hour and no alarms were displayed. Unable to duplicate failure. Equipment passed all functional testing. Unit returned to customer.

Event description:
N/a.